Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced pain at ipg pocket site. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The event of ipg replacement/pocket site revision due to pain was reported to abbott. The patient experienced pain at ipg pocket site. Revision did not take place. It has not yet been rescheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.